Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was not able to reproduce the issue. Fse conducted a gravity calibration of the left master tool manipulator (mtml), and the mtml did not drift after calibration. Fse performed a system logs review, and there were no critical errors in the error log.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the master tool manipulator - left (mtml) was drifting. The technical service engineer (tse) guided the surgeon to move the head from the high resolution stereo viewer (hrsv) before releasing the mtm control. The procedure was completed as planned with no reported injury.